Event description:
The physician reported that aspiration and irrigation failure occurred during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet active fluidic management system was visually inspected and was tested using a console. The sample could be recognized, and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code 162. A leak occurred at the aspiration tubing to cassette insertion. A leak was observed due to a lack of solvent which created channeling between the wall of the cassette and the aspiration tubing. Obstruction happened in the aspiration line, which caused an occlusion in the insertion to the cassette. Solvent in the tubing insertion prevented fluid from flowing into the cassette. The root cause is consistent with an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).